Event description:
On (B)(6) 2012, the reporter called animas alleging that the ok keypad button is intermittently unresponsive requiring multiple presses to evoke a response and sometimes scrolls to the next screen. The patient reportedly wears the pump attached to a belt and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of its release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: all of the buttons were found to be responding, contamination was found under the button contacts.